Event description:
It was reported that the pump touchscreen intermittently goes black. There was no adverse impact to customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.